Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had all the lights in the front of the unit blinking during maintenance and would not turn off. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not confirmed. Based on the results of the investigation, a definitive root cause for ''all front panel lights keep on blinking when device turn on'' could not be determined. Olympus will continue to monitor field performance for this device.